Event description:
A us distributor contacted zoll to report that a patient was experiencing chaffing and irritation under the electrodes. An area on her right side did open up, but was not draining. There was no alleged device malfunction contributing to the irritation. Patient was advised to remove the lifevest for periods of time and to use neosporin by a physician. Follow up indicated that the skin is a little better.